Manufacturer narrative:
(B)(4). This is a report of a patient who connected to the patient line of the cassette prior to confirming that the line was properly primed for therapy. Use errors and proper user instructions are addressed in the homechoice and homechoice pro systems patient at-home guide, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake by connecting to the patient line of the automated peritoneal dialysis (pd) set for pd therapy on the homechoice device, before the lines were primed. The patient asked for assistance in re-priming the lines, but they were already connected. The technical service representative (tsr) instructed the patient to start over with all new supplies. The tsr explained that the patient could not connect to the device for therapy while it was priming. The patient understood and was going to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.